Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade that required a pericardiocentesis. During a procedure, a tamponade occurred probably during ablation or catheter manipulation in the left ventricle. At some point during the procedure, the ablation catheter force was showing high force and then the catheter could not be zeroed anymore. After unplugging and replugging the cable twice, this issue could be solved. It is unclear if this was correlated to the tamponade or not, pressure was going down only slowly. Intervention included removal of 1l of blood, afterwards transfer to another hospital. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The high force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
Additional information was received on 17-jul-2024. The physician's opinion on the cause of the adverse event is the procedure. Transseptal puncture was not performed. Ablation was performed prior to noting the pericardial effusion, no evidence of steam pop. The patient was transported to another hospital and cardiac surgery was performed to try to close the hole in the heart (perforation was located in the left ventricle). Patient has improved; however, required extended hospitalization due to cardiac surgery. Due to the additional information stating that cardiac surgery was performed to try to close the hole in the heart, added to h6. Health effect - impact code ¿surgical intervention (f19)¿ and updated the h6. Health effect - clinical code from "cardiac tamponade (e0605)" to "cardiac perforation (e0604)". In addition, provided the concomitant products of ¿ngen rf generator¿, ¿unk pump¿ and ¿unk carto 3¿. Therefore updated d10. Concomitant medical products and therapy dates section. Initially reported concomitant product of ¿unk cable¿. Additional information was received on 05-aug-2024, providing the product information. Therefore, updated d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter. During a procedure, a tamponade occurred probably during ablation or catheter manipulation in the left ventricle. At some point during the procedure, the ablation catheter force was showing high force and then the catheter could not be zeroed anymore. After unplugging and replugging the cable twice, this issue could be solved. It is unclear if this was correlated to the tamponade or not, pressure was going down only slowly. Intervention included removal of 1l of blood, afterwards transfer to another hospital. Additional information was received. The patient was transported to another hospital and cardiac surgery was performed to try to close the hole in the heart (perforation was located in the left ventricle). Patient has improved; however, required extended hospitalization due to cardiac surgery. The bwi product analysis lab received the device for evaluation on 29-aug-2024. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Customer refer that after unplugging and replugging the cable twice the force issue could be solved; however, during the analysis in the lab, the device was connected to carto 3 system, and the device was visualized and recognized correctly; but, error 106 appeared on the system due to an open circuit on the tip area. The other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed; however, the adverse event could not be confirmed. The potential cause of the force issue cannot be established. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event is the procedure. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. In relation to the force issue, the instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. Investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿high force¿ issue. During an internal review on 07-sep-2024, noted a correction to the 3500a follow-up #1 under d4. Primary UDI number. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).